Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: light power issues. Update - replacement used. Unable to recognize multiple light chords. Sometimes when light cord is unplugged, ring will remain illuminated, and sometimes light will remain on in the light port. There was full loss of light for 1 minute. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root cause is power on self test error due to a bad main board. A bug was noted where the l11 tried to read the thermistor while white light is off, causing an invalid reading. Advise to replace the mainboard. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.